Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) was contacted and recommended possible reprogramming options. This lv lead remains in service. No adverse patient effects were reported.